Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip tips of the clip applier were completely broken at the grip tip midpoint. The tips were missing from the instrument. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip tips could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the small clip applier instrument, it was noted that the tips were completely broken off and was separated from the rest of the instrument. There was no report of fragments falling into a patient.